Manufacturer narrative:
Media review: a picture of the complaint device in comparison to a normal device was provided. The complaint device appeared stretched and bent.

Event description:
It was reported that the device fractured. Upon opening the package, a choice guidewire appeared "frayed." The device was not used for the procedure. No patient contact occurred.

Event description:
It was reported that the device fractured. Upon opening the package, a choice guidewire appeared "frayed." The device was not used for the procedure. No patient contact occurred.